Manufacturer narrative:
Article citation/attachment: ashish nath, karl a. Leblanc, et al., laparoscopic sleeve gastrectomy: our first 100 patients. Jsls (2010) 14:502-508. Event specific info has not been made available. Therefore, the decision was made to submit a single report for the reported multiple occurrences. Gore has made an attempt to obtain additional info regarding the circumstances of the report and specific device info from the authors. All info has been made available for tracking, trending and follow up.

Event description:
Review of the article published by jsls, journal of the society of laparoendoscopic surgeons entitled, "laparoscopic sleeve gastrectomy: our first 100 patients" revealed that two pts experienced postoperative bleeding requiring blood transfusion after undergoing laparoscopic sleeve gastrectomy in which gore seamguard bioabsorbable staple line reinforcement was used. Both pts were monitored with serial hemoglobin levels and did not require any further medical or surgical intervention. Both pts were discharged to home on postoperative day four.